Event description:
The lead was returned to the manufacturer after implant attempt due to suspected patient anatomy causing high thresholds. The lead subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis revealed that the outer insulation of the lead was extrinsically breached due to a cut. It was also noted that the outer insulation of the lead was observed to have blood ingression, visual summary of the lead indicated damage at implant, and electrical resistance and cross continuity test results were within specifications. The outer insulation breach due to being extrinsically cut at implant is likely the cause why the physician could not get satisfactory thresholds. Concomitant product: implantable cardioverter defibrillator, (B)(6) 2010. (B)(4).